Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exiting the infusion set. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed the cartridge and infusion set tubing multiple times. As the event occurred in the past, troubleshooting was unable to be performed.